Event description:
Reportedly, the instrument was used to close and transect the a pulmonalis. After firing, transection and removal of the instrument in the usual way, a strong bleeding occurred. After inspection of d-situs, a non-appearance of a staple line on the vessel was stated. A quick closure of the bleeding with a clamp was not possible, because the remaining root of the vessel was too short. The root was closed with sutures. The patient suffered from a massive blood-loss and died due to hypovolmic shock. Sex: unknown. Procedure: unknown.